Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery rapidly depleted and the customer had to charge the pump every few hours. Customer reported an elevated blood glucose (bg) level of 283 (mg/dl). A manual injection was delivered to address bg levels. It was indicated that manual injections were available for diabetes management.

Manufacturer narrative:
The reported issue could not be confirmed; however, a different issue was found.